Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to e1: establishment field. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, there was no damage to the area where the foreign material was detected, and the customer confirmed that there were no deviations from instructions for use reprocessing steps. Therefore, a definitive root cause could not be determined. The suggested events are detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope had foreign objects on the adhesive around the objective lens; the plastic distal end cover; the adhesive on the bending section cover; the bending section cover; and on the connecting tube. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.